Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with lcp distal radius plate and screws in 2004. Pt presented to hospital in (B)(4) 2010 and plate and one of the screws were noted to be broken. This is the 2nd of 2 reports submitted on this event.